Manufacturer narrative:
On 25-jun-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and during right pulmonary vein ablation, the ablation was conducted in the place where octaray was clumped together so char was found to be attached on the octaray and the qdot micro catheter. After the ablation, when the catheter was removed from the sheath the situation was checked. There was no change in the patient¿s electrocardiogram, so the char was wiped off at the physician¿s discretion. The procedure was continued and successfully completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no char residues attached to the device. An irrigation test was performed and no obstructions were detected. A manufacturing record evaluation was performed for the finished device 31268454l number, and no internal actions related to the reported complaint condition were identified. The char issue reported by the customer could not be confirmed during the product investigation. The catheter instructions for use (IFU) contain the following recommendations: to avoid char formation on the rings of this mapping catheter, do not apply rf (radiofrequency) energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and during right pulmonary vein ablation, the ablation was conducted in the place where octaray was clumped together so char was found to be attached on the octaray and the qdot micro catheter. After the ablation, when the catheter was removed from the sheath the situation was checked. There was no change in the patient¿s electrocardiogram, so the char was wiped off at the physician¿s discretion. The procedure was continued and successfully completed. The ablation was conducted at 50w (watts). The patient was anticoagulated, their act (activated clotting time) was 305. There was no problem with the changeover between high and low flow. There were no issues with the parameters on the generator and pump.